Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Treatment of a ruptured saccular aneurysm located in the superior hypophyseal segment of the ica (internal carotid artery). The patient was on dual antiplatelet therapy. During the procedure, it was reported the pipeline (4.25mm x 16mm) became twisted due to the coil mass. The pipeline untwisted when the marksman was advanced through it to re-capture the capture coil; however, it caused the pipeline to foreshorten from the distal to proximal and the landing zone was missed. Another device was implanted and the desired results were achieved. Post procedural angiography showed slow flow into the aneurysm. The patient was reported to be doing well. No patient injury was reported as a result of the procedure.